Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced weak signal and high blood glucose level of 305 mg/dl. The customer stated he has had to change sensors after experiencing weak signal. The troublesome sensor was discarded, and the customer was advised call when the alarm is occurring often. Troubleshooting was performed for the high blood glucose. The customer did not have any symptoms. The customer did contact their healthcare professional and does have a backup plan. The drive support cap appeared normal. There were no leaks reported, however there was air bubbles in the tubing. The manual prime was performed and insulin exited the tubing. The settings were corrected. The high pressure test was not performed. The customer did not have a tubing clamp, or extra set. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.